Event description:
It was reported that the right ventricular lead had dislodged. It was noted that lead exhibited high capture threshold, decrease in r wave sensing, and the patient experienced discomfort during pacing. The lead was explanted and replaced. The patient was in stable condition.